Event description:
Additional information received indicates that the issue was resolved post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's wound had reopened and the leads were exposed. It was noted that the patient's l5 lead had eroded. As a result, the patient underwent surgical intervention where the l5 lead was explanted due to patient anatomy. The s1 lead remains implanted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.